Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: more of three openings observed on posterior and anterior side assessed as fold flaw opening and broken observed on radius side assessed as fold flaw opening (missing shell assessed as inconclusive). Pain: unable to observe as it is a medical event not related to the device. Silicone migration: unable to observe as it is a medical event not related to the device. Additional observations: stress mark observed. Creases were observed. Wear abrasion observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side "rupture." Healthcare professional later reported "focal pain in breast", "there are scattered areas of fibroglandular density", "4 cm extracapsular silicone in the right upper outer quadrant corresponding the palpable concern." Device has been explanted.

Event description:
Healthcare professional reported right side "rupture." Healthcare professional later reported "focal pain in breast", "there are scattered areas of fibroglandular density", "4 cm extracapsular silicone in the right upper outer quadrant corresponding the palpable concern." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture." Device has been explanted.